Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from the mother of a patient receiving an unknown drug via an implantable pump for intractable spasticity and other spasticity. It was reported that the patient "had a situation where the pump was not working." The caller inquired about guidelines for dye studies (how often they were to be performed). The patient then reported they met with a manufacturer representative (rep) in the hospital. The caller stated the patient was "not able to communicate" and that the caller was "living through" the symptoms that the patient was having. No additional information was provided by the caller.